Manufacturer narrative:
The gas delivery system (gds) assembly was returned for analysis. Visual inspection of the gas delivery system (gds) assembly revealed no evidence of damage or contamination. Failure investigation identified that the contamination inside sol (4) creates the error code 110b.

Manufacturer narrative:
The authorized service provider replaced the gas delivery system and performed testing on the ventilator. All testing passed, and the issue was resolved.

Manufacturer narrative:
Date of report: 21sep2021.

Event description:
The customer reported a check vent alarm proximal pressure auto zero failure. The ventilator was in use at the time of the issue. Customer is not reporting any adverse outcome to patient care or therapy. Customer has confirmed diagnostic code 110b (proximal pressure auto zero failure) in the v60 significant event log. The remote service engineer advised customer the unit is covered under warranty and recommended onsite service for evaluation and repair.